Manufacturer narrative:
All operating currents were within specification, and no unexpected weak battery, low battery or off no power alarms were noted. The pump passed some functional testing. However, unable to prime due to a faulty force sensor resistor. Unable to complete functional tests due to the prime anomaly. No motor error alarms noted. The pump had a minor scratched lcd window, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, and missing adress/serial number label. The pump had intermittent button response due to corroded keypad traces. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report emergency medical services for low blood glucose levels of 22 mg/dl. The incident dates were (B)(6) 2016 and (B)(6) 2016. Customer also reported that the back label from the insulin pump was missing, a motor error alarm that was unable to be cleared, a weak battery, and a keypad anomaly. The customer's blood glucose level at the time of call was 420 mg/dl. The customer tried treating with juice. The paramedics treated with a manual injection. The customer's wife stated that she found the customer passed out on the floor and tried to treat with juice, and then his level rose to 590 mg/dl. The customer had run out of insulin. The customer had recently experienced a death in the family, had a lot of back pain, and a loss of appetite. During troubleshooting, the customer was unable to rewind the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and w